Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the analysis showed that the device was rec'd in good visual condition and with no cartridge loaded in the device. However three cartridges were rec'd inside the bag, cartridge b was rec'd partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once te firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." Cartridges c and d were rec'd fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing lever was unusual. It was hard to grip. Another device was used to complete the case. There were no adverse consequences to the patient.